Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was dropped into hot water. The customer states the numbers are ramping up, and the device went blank. The customer states the device will not power on. The customer's blood glucose level at the time of incident was 164mg/dl. The customer was advised that the device would be replaced and returned for analysis.